Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 62.1mm diameter abdominal aortic aneurysm. It was reported the proximal neck just below the renal artery was a reverse taper shape and the vessel anatomy was tortuous. Aortic neck diameter ranged from 26-29mm and was 15mm in length. A 32mm bifurcated stent graft was implanted along with an ipsilateral stent graft limb and a contralateral stent graft limb followed by touch up ballooning. Final angiography identified a type ia endoleak from the neck just below the renal artery so ballooning was re-performed. A 32mm non-mdt cuff was then implanted but the endoleak still did not resolve. A second 32mm non-mdt cuff was additionally implanted but the endoleak remained unresolved. The procedure was completed with the event unresolved. Per the physician the cause of the event was due to undersizing of the stent graft. It was reported there was high possibility that a 36mm device should have been selected, however, it was noted that due to patient anatomy sizing, a 36mm device was considered to be inappropriate. No additional clinical sequalae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.